Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer contacted support when the issue occurred earlier in the day, and after receiving tips for preventing altitude alarms, resumed insulin delivery using the original cartridge without needing a replacement.